Event description:
Reporter stated that patient obtained a blood glucose result of 185mg/dl around 3:00pm, while using the suspect device. Reporter indicated that the patient had not been feeling well all day. Because patient did not feel well enough to eat, he had delivered only 15 units of 70/30 insulin (normally takes 25 units), around 8:00 or 9:00am that morning. Patient reportedly sought treatment at the hospital around 5:00pm. Reporter noted that patient 's blood glucose when tested on a hospital device (time not specified) measured 760mg/dl. Reporter stated that patient was diagnosed with a bacterial infection and was treated with 16 units of insulin (type not provided), after which he reportedly felt better. Reporter did not know the duration of patient's hospitalization. Patient's current condition, "feeling better." Valid quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.